Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the o-ring dislodged from the cartridge prior to use. Reportedly, the customer used a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose levels.